Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The devices were evaluated in the field and the issue was confirmed; the devices had damaged components. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 4 </noe> malfunction events, where it was reported the 5th wheel would disengage during use. There was patient involvement, however there were no consequences or impacts to the patient.

Manufacturer narrative:
It was initially reported there was a component level failure of the device, however additional investigation found that the zoom was likely disengaging due to the stretcher being operated on a steep incline.

Event description:
This report summarizes malfunction events, where it was reported the 5th wheel would disengage during use. There was patient involvement, however there were no consequences or impacts to the patient.